Event description:
#Medwatcher #followup1 #fdamw5033309 (B)(4). I have been unable to work since 2 months after essure implant procedure due to extreme pain, bleeding, weakness, exhaustion, headaches. I now have a nickel allergy that I did not previously have. One coil in uterus, one perforated fallopian tube. Complete abdominal hysterectomy required snd will be done next monthlot #789028.

Event description:
I had the procedure done (B)(6) 2011. There were 3 representatives from essure that actually attended my procedure from beginning to end. I was told it would take 10 minutes. It took well over an hour. It was very painful. The doctor was not sure if he implanted the coil in the right place or not so, he put in a second coil for good measure. I only needed one as I have only one fallopian tube. I went home after the procedure, had light bleeding and cramping as expected. The following day the nausea and headaches began. About a week later, I felt stabbing pains somewhere near my ovaries, especially on the right side. My abdomen became very swollen/bloated and literally hurt to touch. My hair began falling out soon after that. My joints ache and sometimes can hardly get out of bed in the morning. It has been over 2 years and my symptoms are still here. Headaches, nausea, stabbing pains, bloating, swelling, hair loss, back pain, dizziness. These are symptoms I experience every day.